Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the returned device and the reported incident. A review of the customer provided images appeared to show an oil leak near the battery compartment. The complaint of leaking was confirmed based off the evaluation of the customer provided images. The reported failure of "buzzing" was not confirmed. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded that the reported failures were repeat issues. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during the rotator cuff repair operation, the engine of the spider arm had oil leakage, and the "buzzing" sound of the oil pump all the time. Procedure was successfully completed with the same device. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.